Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges, causing the customer to experience an elevated blood glucose (bg) level (510 mg/dl). The customer administered a correction injection to treat the bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.